Manufacturer narrative:
The specimen was collected in a 13x100 greiner vacuette serum sample tube. The sample was centrifuged for 15 minutes at 3,500g. Qc performed within the customer's established ranges on the date of the event. The customer obtained failing system checks on (B)(4) 2011 and a service was scheduled. A field service engineer (fse) inspected and cleaned the wash carousel, cleaned the wash and precision pumps. The fse replaced the aspirate and dispense probes, peri pump tubing and the substrate probe. After the fse completed all repairs, it was verified the instrument hardware performed within specifications. The customer performed qc and results were within their established limits. Although the fse completed some required service to the instrument and replaced parts, a definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding an erroneously elevated, above the normal reference range, troponin (accu tni) result generated by the unicel dxc 600i synchron access clinical system for one patient's sample. The result was reported out of the lab. The original specimen was re-tested as it is a standard laboratory procedure to repeat all 1st positive accutni results. The repeated results were within normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.